Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the system had failed and was not recoverable. A field service engineer opened the fridge to check all connections, found no issues, and successfully closed the inspection. The engineer discovered that the glycol bottle was empty and informed the customer. The system functioned as intended after the field service engineer completed the investigation.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system failed and was not recoverable. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.